Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-04506. It was reported one lead was exhibiting low impedances on all contacts. The pt had an add'l lead which had all normal impedances. It was reported the lead had the same issue intraoperatively. The pt was feeling stimulation through the suspect lead, however, the pt was not receiving full stimulation coverage. The physician planned to undertake surgical intervention at a future date.